Event description:
The healthcare professional reported that the 68-year-old patient presented with a wake up stroke with nih stroke scale (nihss) score of 11 at the time of the mechanical thrombectomy. The first computed tomography (CT) was at 8:58 am. Magnetic resonance imaging (MRI) was performed locally at 10am. Needle was in at 12:20. Mechanical thrombectomy was performed in the m2. Set up is as follows: 8f axs infinity ls¿ (stryker), sofia¿ 5f intermediate catheter (microvention), traxcess® guidewire (microvention-terumo) with limited collateral. The occlusion was in the proximal m2. It was reported that the physician was not fully comfortable with the optimal placement of the device as ¿it is a long device and might have gone into one of two vessels, normally prefers the straighter one, so moved the device a bit more proximal (should not have created the issue). Unsheathed the device and move the sofia up to the clot to aspirated. Pulled the whole system out including the stripping of the microcatheter and the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was stuck in the tip of the sofia device. They tried to pull it through as well as push it out but had no luck.¿ it was reported that all the staff nurses tried. There was no change in the thrombus; no clot was seen coming through the embotrap iii device. Both devices, the embotrap iii and the sofia were rendered unusable. A new 5f sofia catheter and a neva thrombectomy device (infotrace medical) were used; the clot came out on the first pass and a treatment in cerebral infarction (tici) score of 3. The patient was repatriated to the referring hospital shortly after the event. It was reported that ¿they only find out the outcome at 90 days¿ the patient is reported to be doing well; no adverse events were observed. The device is not available for return; photos of the device were not taken.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone and email address are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that the 68-year-old patient presented with a wake up stroke with nih stroke scale (nihss) score of 11 at the time of the mechanical thrombectomy. The first computed tomography (CT) was at 8:58 am. Magnetic resonance imaging (MRI) was performed locally at 10am. Needle was in at 12:20. Mechanical thrombectomy was performed in the m2. Set up is as follows: 8f axs infinity ls¿ (stryker), sofia¿ 5f intermediate catheter (microvention), traxcess® guidewire (microvention-terumo) with limited collateral. The occlusion was in the proximal m2. It was reported that the physician was not fully comfortable with the optimal placement of the device as ¿it is a long device and might have gone into one of two vessels, normally prefers the straighter one, so moved the device a bit more proximal (should not have created the issue). Unsheathed the device and move the sofia up to the clot to aspirated. Pulled the whole system out including the stripping of the microcatheter and the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was stuck in the tip of the sofia device. They tried to pull it through as well as push it out but had no luck.¿ it was reported that all the staff nurses tried. There was no change in the thrombus; no clot was seen coming through the embotrap iii device. Both devices, the embotrap iii and the sofia were rendered unusable. A new 5f sofia catheter and a neva thrombectomy device (infotrace medical) were used; the clot came out on the first pass and a treatment in cerebral infarction (tici) score of 3. The patient was repatriated to the referring hospital shortly after the event. It was reported that ¿they only find out the outcome at 90 days¿ the patient is reported to be doing well; no adverse events were observed. The device is not available for return; photos of the device were not taken. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the catalog (d4) in section d. Suspect medical device. [Correction]: this complaint related to the 5mm x 37mm embotrap iii revascularization device is from the united kingdom. The product catalog code was incorrectly documented as et309537. It has been corrected to et307537. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. D4: catalog was corrected from et309537 to et307537. D4: unique identifier( UDI) was corrected from (B)(4) to (B)(4).